Manufacturer narrative:
The customer reported that the transmitter died without producing a low battery alarm at the g9 or the central nurse's station (cns). According to the customer, the central nurse's station (cns) displayed a telemetry not connected message; however, the transmitter itself did not alarm at all. The customer is providing the logs for review. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the g9: gz transmitter: model #: ni; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #: ni; returned to nihon kohden: ni; additional model information: d10 concomitant medical device: the following device was used in conjunction with the g9: cns: model #: ni; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #: ni; returned to nihon kohden: ni.

Event description:
The customer reported that the transmitter died without producing a low battery alarm at the g9 or the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the transmitter died without producing a low battery alarm at the g9 or the central nurse's station (cns). According to the customer, the central nurse's station (cns) displayed a telemetry not connected message; however, the transmitter itself did not alarm at all. The customer is providing the logs for review. There was no patient injury reported. Investigatoin summary: nkc investigated the device logs, packet capture data, and the battery type used by the customer and determined that the cause of the issue was a combination of prolonged battery usage and high operational load due to communication issues with the wireless access points leading to the battery being drained faster than it takes for the device to produce the low battery alarm. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the g9: gz transmitter: model #: ni. Serial #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: no. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the g9: cns: model #: ni. Serial #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: no. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative. **UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from csm-1901 to life scope g9. D4 additional device information / model #: corrected the model # from csm-1901 to cu-192r. D4 additional device information / catalog #: corrected the catalog # from csm-1901 to cu-192r. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k151080 to k213316. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that the transmitter died without producing a low battery alarm at the g9 or the central nurse's station (cns). There was no patient injury reported.